Event description:
It was reported that centerline noise was noted during color doppler imaging with the viewflex catheter. The patient developed a pericardial effusion later in the procedure following 3d imaging with another catheter. Following pericardial centesis, the effusion resolved and the patient was stable. The event was noted by the field clinical specialist on (B)(6) 2008 but was not received into the complaint handling system until 04/09/2009.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation is still in progress and a update will be provided upon completion of the investigation.